Event description:
New information received states that prior to lead extraction, the patient presented to clinic with complaints of dyspnea. Low right ventricular pacing lead impedance and lead fracture were also noted.

Event description:
It was reported that during extraction procedure due to rv and ra lead noise, there was a complication of pneumothorax. Intervention of thoracotomy was performed. Patient was upgraded to a biv device. A chest tube was inserted and patient was monitored overnight and was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.